Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with two scs leads from the same lot number. It was reported the pt was not receiving effective stimulation therapy in all of her pain areas. An sjm rep met with the pt and attempted to reprogrammed the pt's scs system but was not successful in obtaining effective stimulation coverage. A system diagnostics revealed multiple lead contacts with low impedance. A fluoroscopy image taken revealed the pt's scs leads had migrated. Follow-up on (B)(6) 2014 identified the pt's scs leads were revised. The leads were repositioned, however, intraoperative testing showed invalid impedances. The physician explanted and replaced both leads and the impedance issue was resolved.